Event description:
The MFR's polyhesive package does not meet its guarantee of sterility. The polyhesive package was being opened for use and when removed from the previously-sealed package, several pieces of hair were on the pads.